Manufacturer narrative:
Weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted for gastrointestinal bleeding. The patient has been placed on the heart transplant list. No additional information was received.

Manufacturer narrative:
The referenced report of a pump exchange due to pump stoppages is covered under medwatch MFR #2916596-2017-00099. Following the report of gastrointestinal bleeding, the patient remained ongoing on vlad support until they underwent a pump exchange on (B)(6) 2016 due to pump stoppages. Multiple attempts for product return were sent to the customer with no success. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that gastrointestinal work up was never performed due to a pump malfunction. The patient received a pump exchange for pump stoppages.